Event description:
Correction to b5 of the initial report: the issue occurred during a diagnostic resection procedure and there was no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue likely occurred due to mechanical force as a result of an impact or fall. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope had damaged lens. The issue occurred during preparation for use. There were no reports of patient harm.